Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (test strip lot 475615), is related to case with patient identifier (B)(6) (test strip lot 475460).

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 220 mg/dl (test strip lot 475460), 90 mg/dl and 50 mg/dl (test strip lot 475615). No adverse event reported. Return of the suspect device was requested for evaluation.